Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient experienced pain, fever, rash, redness and blisters under the sensor patch. The patient was evaluated by a healthcare personnel (hcp) who prescribed erythromycin (oral antibiotic). No additional patient or event information is available.